Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the recorded basal deliveries did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the pump's black box showed a call service 088 alarm on 06/07/2016 at 19:54 followed by a pump reboot event. Deliveries resumed at 20:02. A temp basal was set on 06/07/2016 from 19:05 to 19:53. The pump was exercised for 24 hours with a1.0u/hr basal rate; at the end of testing the basal history correctly showed 1.0u and the total daily dose showed 24.0u. No alarms occurred during testing.